Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was received in one piece for analysis. Visual examination of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.